Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an aortoesophageal fistula with an infection and bleeding. It was reported that the patient had eaten shrimp with the shells, and the shell perforated the esophagus. On an unknown date prior to implant, the patient had bleeding and symptoms of an infection but did not go to the hospital. Some time prior to admission to the hospital, an aortoesophageal fistula formed. Emergent tevar using a talent stent graft was performed to cover the aortoesophageal fistula. One day post implant, an open repair was performed for the treatment of mediastinitis, which was an infection coming from the fistula. During the open repair of the mediastinitis, the patient expired due to bleeding from fistula. No autopsy was performed. The open repair was not related with the talent device. The physician commented that the bleeding had been stopped temporarily with the implantation of the talent stent graft. There were many holes in the fistula, and the cause of death might be the bleeding and infection. It would have been difficult to perform an open repair on this patient as the survival rate would have been approximately 25%. No further information was received.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: death. Aortoesophageal fistula with an infection and bleeding. Device was used for treatment of an aortoesophageal fistula.